Event description:
Caller reported a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, after which the error did not reoccur, and the caller successfully initiated a new sensor session.